Manufacturer narrative:
The initial MDR was filed as MFR. Report (B)(4). Additional review showed the correct manufacturing site was site (B)(4). The main component of the system and other applicable components are: product ID: 8781, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the pump was used to deliver baclofen (2000 mcg/ml, 622.4 mcg/day). The patient experienced symptoms including increased tone for a few months (per patient, possible onset in (B)(6) 2017). The symptoms required frequent dose increases and the use of botox injections in their toes. No further information was provided.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, partially explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (unknown concentration and dose) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. On an unknown date, the catheter had kinked near the connector. The patient was not receiving effective baclofen therapy. There were no known environmental/external/patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed included x-ray/CT scan (dates were unknown). The catheter was revised on (B)(6) 2017 and the kinked catheter portion was replaced. The existing catheter was then reconnected to a new connector. Approximately 1 cm of catheter was removed. The removed piece of catheter would not be returned; discarded by the physician. As of (B)(6) 2017, the issue was considered resolved. No further complications were reported/anticipated.